Manufacturer narrative:
(B)(4). Insulin pump passed the operating currents, self test and displacement test. No failed battery test alarm noted during test. Pump received with broken battery tube threads, cracked lcd window and cracked case display windwo corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got damaged. The customer¿s blood glucose level was unknown. The customer stated that the top of battery compartment was cracked. The customer also had failed battery alarm. The customer declined to troubleshoot for high blood glucose and failed battery alarm. The insulin pump will be returned for analysis.